Manufacturer narrative:
Associated medwatches: 2916714-2020-00701; 2916714-2020-00717; 2916714-2020-00718. As of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary. This supplemental was re-submitted as #3, since #2 failed as "duplicate".

Event description:
No updates.

Event description:
No updates.

Manufacturer narrative:
Associated medwatches: 2916714-2020-00701; 2916714-2020-00717; 2916714-2020-00718. As of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Associated medwatches: 2916714-2020-00701, 2916714-2020-00717, 2916714-2020-00718.

Event description:
No updates.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with an unspecified spinal implant. Upon review of the survey form, the surgeon noted kyphosis after posterior longitudinal ligament (pll) removal in large disc space. A revision surgery was necessary. Additional information has been requested but not yet received as of this report. The adverse event / malfunction is filed under (B)(4).